Event description:
It was reported that balloon rupture, difficulty removal, and a balloon break occurred requiring surgical intervention. The 70% stenosed target lesion was located in right common iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during fourth inflation at 2 atmospheres for 3 minutes, the balloon ruptured. During removal of the balloon over a 0.035 guidewire, the distal half of the balloon broke and was stuck inside the lesion. The remaining portion of the balloon was successfully removed. A snare was used to remove the rest of the balloon from the patient, but was unsuccessful. The patient was stable and sent to the hospital to surgically remove the rest of the balloon.

Manufacturer narrative:
H6: patient codes: insufficient information was omitted and added foreign body in patienth6: impact codes: additional device required and serious injury/illness/impairment were omitted.

Event description:
It was reported that balloon rupture, difficulty removal, and a balloon break occurred requiring surgical intervention. The 70% stenosed target lesion was located in right common iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during fourth inflation at 2 atmospheres for 3 minutes, the balloon ruptured. During removal of the balloon over a 0.035 guidewire, the distal half of the balloon broke and was stuck inside the lesion. The remaining portion of the balloon was successfully removed. A snare was used to remove the rest of the balloon from the patient, but was unsuccessful. The patient was stable and sent to the hospital to surgically remove the rest of the balloon.